Manufacturer narrative:
Of the 2 events reported under exemption number e2012015, 1 complaint device was disposed and 1 complaint device was not returned.

Event description:
The manufacturer report is being sent as a requirement under summary reporting exemption approval number - e2012015 for product code kog. This report covers 2 reported event of balloons bursts/pinholes. All patient demographic information is unknown.